Event description:
Olympus received (B)(4) which stated: "pt underwent an egd with peg tube placement. The 3 prong grasper that was used to help grasp the peg tube dislodged from the activation device upon deployment inside the pt's stomach". Olympus followed up with the user facility to obtain add'l info regarding the report and was informed that the pt was already hospitalized for an unspecified condition. During the placement of the feeding tube, the prongs on the grasper broke off and fell inside the pt's stomach. Two of the prongs were retrieved with a gastrointestinal scope and graspers, the 3rd piece passed through the stool. The pt remained hospitalized for an unspecified condition and expired 2-3 weeks later in the hospital due to aspiration pneumonia. The user facility did not allege that the device caused or contributed to the pt's outcome.

Manufacturer narrative:
The device was not returned to olympus for eval as it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined at this time.